Event description:
It was reported that the customer died. The customer's husband stated that she could have experienced low blood glucose levels. The police determined cause of death was due to natural causes. It is unclear if the customer was wearing the pump at the time of death.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.